Event description:
The customer obtained a false negative interpretation for a hbv positive patient sample using the hbsag confirmatory kit. The sample was retested using the correct protocol and a positive result was obtained. A false negative result could cause the physician not to initiate proper treatment or present a risk to public health. The cause of this event is user error (failure to follow protocol provided in package insert). No false negative results were reported. There was no report of patient harm or change to patient treatment as a result of this event.